Manufacturer narrative:
The patient did not provide any details about the date, time and/or glucose readings of the reported hypoglycemia event. Multiple attempts were made by the manufacturer to contact the patient to obtain the details of the event in order to perform an investigation, but without success. A supplemental report will be filed if the manufacturer subsequently contacts the patient successfully.

Event description:
On june 24, 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system did provide an alert. The user was not available to provide any additional information regarding the event.